Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a 200f fault code after a long delay in telemetry during interrogation; selection of the mini family application had no effect on interrogation. Application of a magnet did not produce tones from the device.